Manufacturer narrative:
Full patient sid is (B)(6). No demographic information was provided. The field service representative (fsr) performed troubleshooting however could not determine the part which likely caused the issue. A review of service history for the alinity I serial number (B)(4) revealed no further occurrences of falsely depressed alinity I total b-hcg results generated using ai02018 after the current complaint was received, nor did it identify any contributing factors to the current complaint. Review of tracking and trending for the alinity I/clinical chemistry did not identify any trends. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the alinity I serial number (B)(4) was identified.

Event description:
The customer identified a falsely negative alinity I total b-hcg results for one patient. The following was provided: sid (B)(6). On (B)(6) 2021 initial result <2.30 miu/ml (negative), retested (B)(6) 2021 1010.34 miu/ml (positive)and 990.17 miu/ml (positive), repeated on another analyzer 962.88 miu/ml (positive) and 947.97 miu/ml (positive). No impact to patient management was reported.